Event description:
It was reported that the implantable cardioverter defibrillator exhibited a marker anomaly and missing electrograms (ECG) during interrogation. It was unknown whether it was a device or programmer issue. Threshold and defibrillation tests was still able to be completed. A surface ECG was used to complete the interrogation. No further intervention was performed. The patient was in stable condition.